Manufacturer narrative:
Date received by manufacturer: 03oct2019. Date of report: 03oct2019. The fse (field service engineer) informed the customer that the ventilator cannot be evaluated or serviced until the backup and external batteries are replaced, as per philips' standards. Since the customer did not provide the required po (purchase order) for the battery replacements then no diagnostics were able to be performed at this time. The ventilator was not repaired. No parts were replaced so no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported unit failed (extended self-test) est from an unknown error. The device was not in use at the time of the reported event. Therefore, there was no patient involvement.